Manufacturer narrative:
A device history record (DHR) could not be reviewed as the product information was not provided.

Event description:
It was reported via a literature review that the patient had a ventricular leadless pacemaker (vlp) implanted in the left ventricle accidentally. This was confirmed via computed tomography (CT) of the chest and trans thoracic echocardiography. It was noted that the patient contracted a urinary tract infection (uti) resulting in sepsis and encephalopathy two days post the initial implantation. Prior to the repositioning procedure, the patient was given intravenous heparin due to thromboembolic risk from the mispositioned vlp, however, no thrombus was noted during the procedure. After developing gross hematuria and, given the need for ongoing anticoagulation, urgent device extraction was pursued. Under fluoroscopic and transesophageal echocardiogram guidance, the vlp was retrieved and a new vlp was successfully implanted in the right ventricle. It was noted that two days post procedure, the patient redeveloped hematuria with had a drop in hemoglobin that required a blood transfusion and an update to the patient's medication routine three days after. The following day the patient developed new-onset diplopia, and brain magnetic resonance (MRI) imaging confirmed acute embolic strokes in the left cerebellum and left cerebral hemisphere. The patient recovered well and was transferred back to the referring hospital for continued medical treatment and discharge planning.